Event description:
It was reported that one day after placement of the breast tissue marker, the pt returned with a rash and itching around the biopsy site. The pt was directed to take benadryl.

Manufacturer narrative:
The lot info has not been provided, and the device has not been returned for evaluation. The investigation is currently under way.